Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was hospitalized with ketoacidosis while using the performa system. The patient's blood glucose result was 91 mg/dl at 7:31 p.m. On the performa meter. The patient was having symptoms of hyperglycemia with this result. The patient's mother did not take action because she believed the patient's blood glucose level was under control. At a later time, the patient's mother took her to the hospital due to the continuity of symptoms and she believed that it was a virus. The patient was having symptoms of nausea and vomiting. The blood glucose result on the hospital's meter was 310 mg/dl at 10:15 p.m. The patient performed a blood glucose result on her own performa meter with a result of 100 mg/dl at 10:14 p.m. And 80 mg/dl at 10:16 p.m. Another result was taken on the hospital's meter at 10:30 p.m. With a result of 300 mg/dl. At the same time, the blood glucose result on the patient's performa meter was 87 mg/dl. The patient was treated with unknown medication and she was taken to another hospital. At the 2nd hospital, the blood glucose level on the hospital's meter and lab tests were 394 mg/dl at 12:00 a.m., 374 mg/dl at 3:00 a.m., 364 mg/dl at 5:00 a.m., 331 mg/dl at 7:00 a.m., and 290 mg/dl at 8:55 a.m. It is unknown on which results were taken from the hospital's meter and which results were performed from the laboratory. On the patient's performa meter, the blood glucose result was 104 mg/dl at 8:55 a.m. The patient was treated with an unknown "drop" and was given dramin medication for nausea. The patient was currently in hospital. Return of the suspect device was requested for evaluation.